Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be transmitter error. The reported event of a pairing loop is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.